Manufacturer narrative:
Based on the completed investigation, the plastic distal end cover burn was likely due to a high-energy device (such as a high-frequency device) being used without maintaining a sufficient distance from the tip. However, the root cause could not be definitively determined. The identity of the foreign objects found in the nozzle, as well as the reason they remained in the device, also could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, it was indicated that the c-cover had a burn due to close proximity to a high frequency device. Additionally, it was found that the nozzle had foreign objects. The identity of the foreign object and why it remained in the device could not be determined. There was no patient involvement.